Event description:
It was reported that data from the periodic log files indicated that the patient's current system controller may have been connected on (B)(6) 2024 indicating a system controller exchange may have been performed at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was able to be confirmed by the log file that was submitted from (B)(6). The periodic data indicated that this controller was not connected to the driveline and was in charge mode at 9:02:47 on (B)(6) 2024. The subsequent data indicated that this controller was then in patient use from (B)(6) 2024 to (B)(6) 2024. It was therefore determined that there was a controller exchange sometime between (B)(6) 2024. Multiple attempts were made to obtain log files and information regarding this exchange; however, no response was received by the customer. The root cause of observed exchange could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the exchanged controller is not known. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.